Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The following sections could not be completed with the limited information provided. It was reported that three of the events occurred on (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015. Additional dates have not been provided. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2015-047402 / 05226 / 05227 / 05228 / 05229 / 05230).

Event description:
It was reported patients underwent internal hand fixation procedures on multiple dates including (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015. During the procedures, the screw drivers failed to engage with the screws. The screws fell off the drivers and into the patients. The screws were removed and the patients did not retain any foreign bodies.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned devices found no evidence of product non-conformance. Review of the devices confirmed the reported condition for six (6) of the sixteen (16) returned drivers. Products most likely failed due to excessive torque while inserting screws.